Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, the report refers only to the analysis results of the ICD and the analysis of the enclosed x-ray image. After its receipt, the ICD was first inspected visually. Sparkover traces were detected on the ICD housing. The dot-shaped spots of locally melted titanium indicate a sparkover during a shock delivery between the housing and the high-voltage conductor of the lead. Matching the clinical observation, an interrogation of the ICD was not possible. Therefore, the housing of the ICD was opened, and the internal structure was examined. During the inspection of the electrical module, damage to the fuse that separates the battery from the module and to the final shock stages could be detected. This damage indicates a shock delivery into an external low-ohmic shock path, which is consistent with the sparkover traces on the ICD housing. Possible clinical complications that can lead to an external short circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, during which there is low-ohmic contact of the high-voltage conductors. The enclosed x-ray image showed an irregularity at the lead between the two shock coils. Damage to the lead in this area could have contributed to the shock deliveries complained about. For a conclusive analysis of the cause, it would be necessary to analyze the lead itself. The manufacturing process of the ICD and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of an electrical fuse then led to the separation of the electrical module and the battery, which resulted in the clinical observation. This is not a device malfunction. An insulation defect of the lead complained about should be considered as cause. There was no material defect or manufacturing error.

Event description:
It has been reported that approx. 60 months after implantation of the ICD, the patient received inappropriate shocks. During the examination in the hospital, the device could no longer be interrogated. During the explantation, a damage of the rv lead was noticed. The lead was implanted 124 months ago. The ICD was explanted and the lead was removed. A new system was implanted.